Event description:
MFR received a report of a pt being pushed in a manual wheelchair and the front wheel breaking. This allegedly resulted in the pt falling and sustaining a broken foot. The chair involved was over 13 yrs old and had no known maintenance performed during that time.